Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a insulin paradigm pump. Connected sensor to the transmitter and placed it in 100 solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform test as the sensor is beyond its expiration date. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensors had been having bent cannulas and only lasting for three days and giving inaccurate readings. The sensor gave a low reading when the blood glucose reading was 464 mg/dl. The customer treated with a bolus from the insulin pump and declined to troubleshoot. She stated that the cannula was bent each time she experienced inaccurate readings. The customer was advised on insertion techniques to avoid bent cannulas and the sensor was replaced and returned for analysis.